Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord connection to the circuit breaker was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and experienced a loss of system functionality. There is no report of a patient injury or death associated with this event.